Manufacturer narrative:
Device revaluation summary: the reported incorrect results issue was not verified during service. The technician cleaned and tested device but could not find any abnormalities. Preventive maintenance was performed per specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use of a act plus instrument, the customer reported that patient results appeared wrong. Customer ran qc's and confirmed, cleaned and passed qc's but when using on patient, channels did not correlate normally. The device was replaced to complete the procedure. There was no patient impact associated with this event.